Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported the patient's ins was not reaching a full charge. The caller stated the patient typically charged everyday, and yesterday the patient had charged for 2 hours, and the ins had started lower than normal, but could not confirm if ins started at 50%. The caller stated charging took forever, but the charge level got to 3/4 full, working on the last 25%. The caller stated today the patient had been charging for about an hour, and throughout call for another 15 minutes, but the ins still had not reached full charge and was at 3/4 full, 1/4 left. The caller stated the coupling boxes were always all 8 full, and that recharger antenna of recharger ((B)(6)) was not damaged. Patient services (pss) reviewed charge duration expectations. Caller stated they knew of the 1-2 hour expectation, but the patient had never had to charge that long so for the ins to not have reached a full charge with efficient coupling was very out of the ordinary. Pss reviewed equipment was working as intended, and with good coupling, patient could continue charging to see if ins was to reach full charge, and if still not seeing increase, redirected patient to their healthcare provider to further address the issue. No symptoms reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.